Event description:
Na

Event description:
The pt reported no longer hearing sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. As of this report date, explantation/ reimplantation surgery had not been scheduled.